Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is seoul. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml 21g 1-1/4in contained foreign matter in the fluid path. The following information was provided by the initial reporter: "too much lubricant."

Event description:
It was reported that bd syringe 50ml 21g 1-1/4in contained foreign matter in the fluid path. The following information was provided by the initial reporter: "too much lubricant."

Manufacturer narrative:
The following information has been corrected: OEM manufacture: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation: a device history review was conducted for lot number 1106112. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were able observe silicone lubricant in the syringe body. The reported event has been confirmed. After measuring the quantity of the lubricant present in the device, our engineers determined that the correct amount had been applied, and concluded that the root cause for this event may be related to silicone may pooling in the syringe when the plunger is pushed into the syringe body. If the stopper forms a sufficiently tight seal the silicone lubricant will be pushed down into the remaining volume of the syringe body causing a perception of excessive application.